Event description:
The funeral home reported that the patient died due to natural causes with no further details able to be provided. The patient¿s products were explanted, however they were most likely discarded. The products are not being returned to the manufacturer for analysis.

Event description:
It was reported that the vns patient passed away on (B)(6) 2005. The cause of death is unknown. Attempts for additional relevant information have been unsuccessful to date. The patient¿s physician was unable to provide any information regarding the patient¿s death.

Manufacturer narrative:
.